Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. External/internal visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 01:06:45. During night drain cycle one, the patient's ultrafiltration reading was 1213ml, indicating the home patient drained 1213ml more than their maximum programmed fill volume of 2000ml. No additional information is available.